Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, it appeared to be intact. Leak test was performed in accordance with the mentor procedures, and no leak sites were detected. No other anomalies were observed.¿ postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. According to the IFU, mentor devices are intended for single use only and should not be reimplanted. Per operative report provided, the right side device was used in an off label manner as it was re implanted after being removed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture, capsular contracture concomitant products: 500cc mentor memorygel breast implant (catalog #: 3545007, serial #: (B)(4)).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant and experienced postoperative right-sided chest injury and capsular contracture. The patient stated that she was lying on her stomach by a swimming pool and felt that the implant was either ruptured or deformed. Afterwards, the patient started feeling breast pain in her right breast. On (B)(6) 2015, a mammogram revealed that there was a focal bulge of the implant in the lateral region of the right breast. On (B)(6) 2015, the patient underwent surgical intervention as the implant was thought to be ruptured post-trauma. However, the device was intact. The device was removed, placed in antibiotic bath, and reinserted, per mentor IFU, these devices are for single only and should not be reimplanted. Therefore, the device was used in an off label manner. During the revision surgery, capsular contracture was confirmed, and a capsulectomy was performed. Though multiples mammogram and ultrasound after the surgery indicated no anomalies in her implants, she continued to experience breast and arm pain. As a result, the patient underwent removal surgery on (B)(6) 2019.